Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a kendall dl adapter. The customer reports that the kendall dl adapter provided low signal strength. The customer further stated that the pt expired; however, they are unable to confirm if there is any correlation between the kendall dl adapter and the pt death.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Attempts to retrieve additional info were made to (B)(6). On (B)(6) 2012, (B)(6) stated that she believed the kendall dl adapter was in use on the pt at the time of death. (B)(6) also stated that she was not able to provide any further info regarding this incident as this was an on-going investigation at their facility. If additional info is obtained, the medwatch form will be updated.